Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that product sterility was compromised. A 20x40/10fr uni plus 75cm wallstent® was selected for use. However, while changing positions with the delivery system the technician touched the device and contaminated it. The procedure was completed with another of the same device. No patient complications were reported.